Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
The patient reported infusion set cannula was bent and had high blood glucose levels of 280 mg/dl which was treated with correction by pen on 06 may 2026.